Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise and high impedance. The lead contains an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.